Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely, as noted during a routine follow-up when the elective replacement indicator (eri) was exhibited. This device has since been replaced and return to boston scientific for analysis is expected. No resulting adverse patient effects have been reported and another boston scientific device was implanted without incident.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely, as noted during a routine follow-up when the elective replacement indicator (eri) was exhibited. This device was explanted and replaced, and has since been received for analysis. No resulting adverse patient effects have been reported and another boston scientific device was implanted without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.